Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure in the upper arm from the brachial artery to the basic vein. In the same month, the patient presented with severe arterial steal. A drill procedure was performed.